Event description:
It was reported that during the laparoscopic cholecystectomy procedure, clips were not forming properly and would fall of the duct. Six clips were attempted to be placed and all were unsuccessful. The clips formed either in a tear-drop shape or would not close at all. Larger incision was made and a larger trocar size was used so the 10mm endoscopic clip applier could be used instead of using another ligamax to complete the case. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. D4: batch # a9cy15. Additional information was requested and the following was obtained: 2 devices were involved and sent back for analysis. Both returned ligamax devices had the same issues with malformed clips which led the surgeon to open up the er320 to complete the case investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips.  Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.